Manufacturer narrative:
Submit date: 03/09/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. The unit has been repaired and was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit is pumping too fast and the counter seems to be off. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pumping too fast and the counter was off. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.